Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of an inoperable keypad was verified as the "0" key not working. The cause was determined to be a damaged keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an inoperable keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.